Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a high blood glucose level and treated with a needle. Customer stated that she had a bent cannula but all she has is 1 infusion set left. Customer's blood glucose was 600 mg/dl at the time. Customer's current blood glucose is 337 mg/dl.. Customer stated that the high blood glucose even began on (B)(6) 2016 and the last infusion set change was on (B)(6) 2016. Customer stated that her blood glucose came down to 244 mg/dl. Customer stated that she ate dinner, which was a hamburger and a small order of fries. Customer stated that she bolused after that and treated with 5 units using a needle. Customer mentioned that she went to the hospital for a stress test and her blood glucose was high in the 200 mg/dl range. Customer stated that she made an adjustment about 6 months ago. Customer called back and stated that her blood glucose came down to 118 mg/dl. Customer stated that the pump seems to be working okay.